Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an unspecified medication infused faster than expected. There was no report of patient harm. Although requested there are no additional event details provided by the customer.

Manufacturer narrative:
The customer¿s report of an unspecified medication infusing faster than expected was not confirmed or replicated. There were no errors or malfunctions recorded in the pump module error log. The pcu and its logs were not received. No event date was provided. The pump module's event log recorded that the most recent infusion occurred on (B)(6) 2017 at 4:57 am, when the device was programmed for a secondary infusion with a rate of 100ml/hr and vtbi of 100ml. At 5:12 am, the device was paused. At 5:14 am, an additional 20ml was added to the vtbi. At 5:16 am the device alarmed for ¿infusor door open.¿ at 5:17 am, the device was channeled off. The calculated volume infused was 31.7ml. The pump module was received in poor condition. The instrument seal was removed from the case. The left and right iui had dried fluid residue with corrosion forming on the pins. A crack was observed on the bezel at the lower hinge. Hairline cracks were observed on the left and right side of the rear case up to 5 inches in length. Testing found the device operating within specification with no observations of unregulated flow. The root cause of the reported event was not identified.